Manufacturer narrative:
(B)(4). Initial report. Report source, foreign: event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be tendered.

Event description:
(B)(6) 2022. Title: bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. Authors: takafumi hiranaka, yoshihito suda, tomoyuki kamenaga, takaaki fujishiro, motoki koide, akira saitoh, atsuki tanaka, akihiko arimoto, koji okamoto. On (B)(6) 2022, a journal article was retrieved from the journal of arthroplasty (2022) that reported a study from (B)(6) that looked at whether bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. The study retrospectively analysed twelve-one dislocations in twelve patients which included the incidence of separation, the direction and the recurrence of the dislocations, and their causes. The study reported that five of the twelve patients had separation. Of the total of 21 dislocations, 11 occurred in cases of separation (52%). Seven out of 11 anterior dislocations were found to have separation, whereas nine out of 13 posterior dislocations occurred without separation (p=0.0237). Three out of five patients with separation had a recurrence of dislocation, and eventually, two underwent revision to fixed-bearing uka. Case three: it was reported that a (B)(6) female patient underwent a revised bearing to +1 thickness due to dislocation which occurred while she was sleeping.

Event description:
Title: bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. Authors: takafumi hiranaka, yoshihito suda, tomoyuki kamenaga, takaaki fujishiro, motoki koide, akira saitoh, atsuki tanaka, akihiko arimoto, koji okamoto on 24-jan-2022, a journal article was retrieved from the journal of arthroplasty (2022) that reported a study from japan that looked at whether bearing separation from the lateral wall of the tibial component is a risk of anterior dislocation of the mobile-bearing in oxford unicompartmental knee arthroplasty. The study retrospectively analysed twelve-one dislocations in twelve patients which included the incidence of separation, the direction and the recurrence of the dislocations, and their causes. The study reported that five of the twelve patients had separation. Of the total of 21 dislocations, 11 occurred in cases of separation (52%). Seven out of 11 anterior dislocations were found to have separation, whereas nine out of 13 posterior dislocations occurred without separation (p = 0.0237). Three out of five patients with separation had a recurrence of dislocation, and eventually, two underwent revision to fixed-bearing uka. Case three: it was reported that a 71-year-old female patient underwent a revised bearing to +1 thickness due to dislocation which occurred while she was sleeping.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. The following sections were updated: complaint summary: the product has not been returned for evaluation. The item and lot number have not been provided. X-rays or medical notes have not been provided. A historical search could not be performed as the item and lot number have not been provided. This device is used for treatment. Not enough information has been provided to determine if all implants are compatible. A DHR review or a review of recalls could not be performed as the item and lot number have not been provided. The likely condition of the device when it left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event can not be determined with the information provided no corrective action is required at this time as the root cause of the reported event has not been determined. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.